Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 49 and 71 hours, the site was swollen, infected with pus and the blood glucose (bg) levels rose up to 28.3 mmol/l (509.4 mg/dl). The patient visited the doctor and was prescribed antibiotics (flucloxacillin 500mg) to be taken a tablet 4 times a day for 7 days. A second visit to the hospital was made afterwards due to the medication not taking any effect, the patient was diagnosed with cellulitis, admitted for 4 days and placed on an intravenous (IV) of antibiotics (co-amoxiclav 500mg). The pod was discarded.